Manufacturer narrative:
Continuation of d10: product ID: 3987a, lot# n116668, implanted: (B)(6) 2007, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from rep. Rep reported patient would like more pain relief. It was reported that the patient had rep programming attempts which did not resolve. Patient was lead to believe that lead had migrated and was sent for x-rays but per physician the lead did not move. Patient does have less efficacy though and would like to have battery replacement and lead revision. Surgery is scheduled for (B)(6) 2021.

Manufacturer narrative:
Continuation of d10: product ID: 3987a, lot/serial # (B)(6), implanted: (B)(6) 2007, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep indicated that the patient is getting a new system to get more coverage for current system and also to get coverage for new pain.

Manufacturer narrative:
Concomitant medical products: product ID: 3987a, lot# n116668, implanted: (B)(6) 2007, product type: lead. Other relevant device(s) are: product ID: 3987a, serial/lot #: n116668, ubd: 30-jul-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the health care provider (hcp) was concerned about potential lead migration, and indicated that the issue had been reported, but did not have a report number. The manufacturer's representative (rep) was calling about the lead, and implant recommendations. No patient symptoms reported. Additional information was received from the manufacturing representative (rep), and it was reported that they were unable to find previous report for patient. The lead migration was confirmed on (B)(6) 2020. No actions are planned to resolve the lead migration. The patient is currently not a surgical candidate.

Event description:
The rep reported the customer discarded the devices.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.